Manufacturer narrative:
Attempts have been made to retrieve the device for evaluation, however it has not yet been received by baxter. Should the set be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
The customer reported to baxter (B)(4) a crack in the tubing at the luer lock port with this clearlink system continu-flo solution set. This incident occurred in an unknown department. The process step is unknown. There is no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.